Event description:
No harm to patient. Rn was walking down the hall and noticed that the iabp [intra-aortic balloon pump] screen was off. Iabp was still plugged in to the red outlet and would not turn on. Iabp was immediately replaced.